Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure on t9-l3 to address segmental instability. It was reported that there were deviations at l1, left l2, and left l3. There was no patient harm and the procedure was not delayed over an hour.